Event description:
Patient reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side capsular contracture baker grade IV and deflation. Healthcare professional reported right side mass. Healthcare professional reported no deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Additional observations: one opening assessed as cracked valve seat diaphragm valve. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device was intact upon explant. Device has been explanted. Partial periprosthetic capsulectomy and mastopexy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV

Event description:
Patient reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side capsular contracture, baker grade IV and deflation. Device remains implanted.